Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient's pump was refilled last friday on (B)(6) 2025 and has been alarming with the non-critical alarm since. It was confirmed that there was a low reservoir alarm prior to the refill. The agent reviewed alarm would need to be manually silenced and walked through how to silence and update. It was confirmed that there was no active alarm after the update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helathcare provider (hcp) via a manufacturer representative regarding a patient who was receiving u nknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient's pump was refilled last friday on (B)(6) 2025 and has been alarming with the non-critical alarm since. It was confirmed that there was a low reservoir alarm prior to the refill. The agent reviewed alarm would need to be manually silenced and walked through how to silence and update. It was confirmed that there was no active alarm after the update. Additional information stated that the event was reported by a healthcare provider.